Event description:
The customer reported the ultrasound screen was not displayed. Endoscopic images were displayed. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the report of the ultrasound screen not being displayed. Service found there was an air leak on the bending section cover, there was play in the angulation due to the angle wire being stretched, there was a crack and a gap on the adhesive on the bending section, there was corrosion on the scope connector due to water infiltration, there was corrosion on the ultrasound connector due to chemical stress, and there were scratches on the surface of the probe due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event description: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the air leakage occurred from the adhesive part of rubber, and there was corrosion inside the ultrasonic connector which might have caused the ultrasonic screen to not appear temporarily. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the "no ultrasound image" occurred during pre-use inspection prior to a diagnostic procedure. The diagnosis procedure was postponed but was completed with a similar device. The customer could not confirm the date of the event.